Manufacturer narrative:
The reported events of break and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. The lead was flushed and no leak was noted. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after implanting the left ventricular (lv) lead, it was noted that the lead exhibited low pacing impedance. It was then noted that the lead exhibited a break during the procedure. The lead was not used and another lead was implanted. The patient was in stable condition.